Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), explanted: (B)(6) 2018, product type: catheter. Product ID: 8703w, serial# (B)(4), explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 363.6 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the doctor and nurse were unable to aspirate the catheter so the patient was brought to surgery to replace the catheter. During the surgery the doctor was able to aspirate the catheter and cerebrospinal fluid (csf) flowed freely. The doctor decided to replace the catheter anyways. It was unknown what other troubleshooting steps were taken prior to the replacement. The issue was considered resolved at the time of the report. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No patient symptoms were reported. No further complications were reported.